Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty utilizing an acetabular shell with plugs on (B)(6) 2013. The plugs were removed from the shell for implantation; however, one fell back into the shell and ended up medial to the acetabular implant.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date - unknown.